Event description:
Additionally, it was reported that the patient was injected into the lips with 1 syringe of juvéderm® voluma¿ xc and into the marionette lines, chin, and perioral with 2 syringes of juvéderm® vollure¿ xc. Seventeen days post-onset, the patient was treated with prednisone (40,30, 20, 10 mg over 12 days) po. During follow up 3 weeks later, the granulomas were noted as much worse and larger. The patient was again treated with prednisone (40,30, 20, 10 mg over 12 days) po. By 8 days later, the swelling and granulomas were the best they had ever been but were still present. The patient was therefore prescribed 5 mg prednisone.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported that a patient was injected in the lips, chin, and nasolabial area with juvéderm® voluma¿ xc and juvéderm® vollure¿ xc. Eight months later, the patient received a covid-19 booster and was injected in the periosteum on cheek with restylane® contour and in the superficial lines on lateral cheek with restylane® refyne 5 days later. Two weeks later, the patient presented with ¿granulomas¿ around the lips, chin, and nasolabial area and with ¿swollen¿ lips. Biopsy was not provided. The patient was treated with a second round of prednisone for 12 days. The granulomas were noted as ¿more distinct¿ one month and as ¿more elongated¿ the following month. Event is ongoing. This is the same event and the same patient reported under MDR ID# 3005113652-2023-00516 (abbvie complaint #(B)(4)).this MDR is being submitted for the suspect product, juvéderm® vollure¿ xc.